Manufacturer narrative:
Investigation results a wallflex biliary rx stent and delivery system was returned for analysis. The stent was received fully constrained within the delivery system. Visual evaluation found the guidewire port was kinked and the inner shaft was twisted kinked, and stretched. However, it was noted that there was no break or detachment of the catheter. Functional analysis found the inner shaft of the delivery system came out from the guidewire port as the handle was actuated. No other issues were noted with the device. The damages noted with the device were consistent with the application of force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on may 04, 2016, that a 10 x 80 wallflex biliary rx stent was to be used to treat a malignant stricture in the distal esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and was dilated prior to procedure. During the procedure, the stent failed to deploy. After several attempts to deploy, the distal part of the delivery system bent and broke at the clear sheath. The inner catheter came out of the guide wire access port. The 10x 80 wallflex biliary rx stent was removed from the patient and the procedure was completed with a 10 x 100 wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a 10 x 80 wallflex¿ biliary rx stent was to be used to treat a malignant stricture in the distal esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and was dilated prior to procedure. During the procedure, the stent failed to deploy. After several attempts to deploy, the distal part of the delivery system bent and broke at the clear sheath. The inner catheter came out of the guide wire access port. The 10x 80 wallflex¿ biliary rx stent was removed from the patient and the procedure was completed with a 10 x 100 wallflex¿biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.